Event description:
It was reported to manufacturer that the serial adapter cable on the physician's hand held had a loose connection and the device would not work properly unless the cord was held in a certain position. A new hand held was sent to replace the non-working device. The non-working hand held and serial adapter cable have been returned to manufacturer, and analysis is underway.